Event description:
Same case as MFR #: 2134265-2008-02718 & 2134265-2008-02716. It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-tortuous and moderate to severely calcified posterior tibial artery. The physician advanced a 3.0x40mm sterling balloon catheter to the lesion and on the second inflation, inflated the balloon to 10atms and the balloon ruptured. The physician then advanced a 3.0x20 sterling balloon catheter to the lesion and on the second inflation, inflated it to 6atms and the balloon ruptured. Then the physician advanced another 3.0x20 sterling balloon catheter to the lesion and on the second inflation, inflated it to 6atms and the balloon ruptured. There were no patient complications. The procedure was successfully completed with a symmetry balloon catheter. Patient status is reported as "fine".